Manufacturer narrative:
Received 1 used drainage bag only. The reported event was confirmed; however the cause is unknown. During the visual evaluation of the sample, the peripheral seal of the bag was inspected, components seal cm0535 (outlet), cm2086 (tube holder), cm1900 (adapter) and cm1904 (channel) and found discrepancy the drainage bag has a hole located where the cm1904 (channel) is sealed inside of bag of sealing point (see picture preliminary evaluation). The hole was found in the seal of first point of the spine .no over sealing or excessive extrusion was noted on the bag. Observed that the component cm1904 (channel) has white vinyl residues in a circular shape on the sealing area. The spine (cm1904 channel) was correctly assembled in the bag. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Step #4: if using a urine meter, it may be emptied in two ways: to empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there is a tear on the bottom of the drain bag causing it to leak. The complainant stated that the patient allegedly experienced a urinary tract infection. It was later reported that the uti was treated with levaquin. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there is a tear on the bottom of the drain bag causing it to leak. The complainant stated that the patient allegedly experienced a urinary tract infection. It was later reported that the uti was treated with levaquin. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there is a tear on the bottom of the drain bag causing it to leak. The complainant stated that the patient allegedly experienced a urinary tract infection. It was later reported that the uti was treated with levaquin. Additional information has been requested but not yet received.